Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on two different cobas 6000 e 601 module (e601) analyzers. An erroneous result was reported outside of the laboratory. This medwatch will apply to e601 analyzer #2. Please refer to the medwatch with (B)(6) for information related to e601 analyzer #1. The sample initially resulted as 44.47 pg/ml when tested on e601 analyzer #1. This result was reported outside of the laboratory and the doctor requested a repeat of the sample. The sample was repeated on e601 analyzer #2, resulting as 6.88 pg/ml. Cleaning, maintenance, and quality controls were run on one of the e601 analyzers. After this, the sample was repeated on e602 analyzer #2, resulting as 7.96 pg/ml. The sample was also repeated on e602 analyzer #1, resulting as 6.22 pg/ml. No adverse events were alleged. The tnthsst reagent lot number was 176452. The reagent expiration date was requested but not provided. The 7.96 pg/ml value from e602 analyzer #2 and the 6.22 pg/ml value from e602 analyzer #1 are identical from a clinical perspective. A specific root cause could not be determined based on the information provided.